Manufacturer narrative:
Concomitant medical products: product ID: 338902836, lot# b0031783k, implanted: (B)(6) 2001, product type: lead. Product ID: 33872836, lot# b0024303k, implanted: (B)(6) 2001, product type: lead. Product ID: 7495, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7495, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 64002, lot# 0206928693, product type: adapter. (B)(4).

Event description:
A healthcare professional from a clinical study reported that during normal use on (B)(6) 2014 a wound infection was noted. There was erythematous discoloration at the upper left corner of the pulse generator pocket. It was unknown what had led to the event. Laboratory testing was abnormal; elevated c-reactive protein (crp) on (B)(6) 2014. Actions /interventions taken included in-patient hospitalization, prolongation of existing hospitalization, unscheduled clinic visit, explant and replacement of neurostimulator on (B)(6) 2014 and medications were administered in the form of floxapen 2gr 6 dd on (B)(6) 2014. It was unknown if the event was related to the neurostimulator, lead 1, lead 2, extension 1, extension 2 and adaptor 1. The event was related to the procedure. The issue was resolved without sequelae. Patient's medical history included parkinson's disease.